Event description:
It was reported that the pads were leaking during use.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (no original packaging present), arctic gel pad present. One chest pad was returned. Visual inspection of the pad surfaces noted no obvious visible defects. The round label indicated that the arctic gel pad was a size large. The original liner was present. A cut was noted on the liner. However, there was no cut on the pad. The arctic gel pad was connected to the arctic sun device and no water or air leaks were noted. Each pad was individually tested and the flow rate was found to be within specification. All individual measured flow rates were outlined as follows. Right chest pad: a total of 4.15 l/min m2 (surface area for a large chest pad) of flow rate was registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 37%, inlet pressure was -6.9. No water leaks were noted during testing. According to the test method, the flow rate was found to be acceptable for the returned pad. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pads were leaking during use.